Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site and a siemens regional support center (rsc) specialist reviewed the event data. The rsc specialist determined that there were incorrect barcode readings at the interface pick position. Siemens is investigating this issue.

Event description:
The customer observed that samples were not being routed correctly from the advia labcell automation track to the analyzers for sampling. The customer stated that results were delayed by approximately thirty minutes and the issue occurred on approximately ten samples daily.

Manufacturer narrative:
The initial MDR 2432235-2016-00719 was filed on november 28, 2016. Additional information (10/27/2016): a siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that several samples per day were not processed by the advia chemistry xpt instrument. The customer provided an example of sample ID (B)(6). The hsc specialist determined that the sample ID (B)(6) was correctly routed to the advia chemistry instrument by the advia labcell automation system but the sample was not aspirated. The advia chemistry log then posted the error "tube not processed" for the sample ID (B)(6). The sample went to sample in question (siq) due to an advia chemistry instrument error. No advia automation issue was found for sample ID (B)(6). While a siemens customer service engineer (cse) specialist was at the customer site, the cse found that the interface gate was leaning outwards from the advia labcell automation track, which caused tubes to lean and miss samples. During the follow-up visits, the cse observed samples bypassing the interface gate and not being sampled. The cse replaced and aligned the interface gate and the interface gate hanger and switched off the track. Along with a siemens regional support center (rsc) specialist, the cse changed the barcode minimum from zero to 5, rebooted linemaster and brought the track back online. Upon the rsc specialist's instructions, the cse altered the bar code minimum again in the correct workspace and reset linemaster, after which the track came online along with both the advia centaur instruments. The hsc stated that the instrument data showed minimal misreads which is aligned to the other modules on the track. The service actions improved sample routing by eliminating barcode read issues. The device is performing within manufacturing specifications. No further evaluation of device is required.